Manufacturer narrative:
The device was received for evaluation. During functional testing, failed downstream occlusion test was not reproduced. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be an out of specification downstream calibration values. The force sensor requires calibration to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed downstream occlusion testing during testing. There was no patient involvement. No additional information is available.